Manufacturer narrative:
(B)(4).

Event description:
Patient 's husband contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error 121. At the time of contact, no injury or medical intervention was reported.